Manufacturer narrative:
Calibration was last performed on 27-jan-2024. The qc recovery data provided was outside the customer¿s established ranges. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the sipper nozzle was dripping. The fse replaced the sipper nozzle and syringe, the bath, the pinch valve, sipper, and tubing, three solenoid valves, and the ise housing tubing. The fse performed ise checks, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is 16r9-02. The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 12 patient samples on a cobas 6000 c (501) module. The customer provided an example of discrepant results for 1 patient sample. The customer was prompted to repeat the patient samples as a doctor questioned the low na results. The initial na result was 124 mmol/l and the initial cl result was 91 mmol/l. The sample was repeated and the na result was 135 mmol/l. The internal standard was changed prior to repeating the sample. The sample was tested on another analyzer and the repeat na result was 137 mmol/l and the repeat cl result was 101.5 mmol/l. The repeat results were deemed correct.